Manufacturer narrative:
Final analysis found that the insulation was abraded at 4.8 cm to 5.5 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
Related manufacturer reference number: 2017865-2021-27079. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is successful, but prior in-clinic interrogation of the right ventricular (rv) lead revealed noise. The rv and the advisory device were explanted and replaced on (B)(6) 2021. The patient was stable throughout and reported no consequences due to the lead noise .